Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A device history record (DHR) review was conducted: part:sd480.100, lot: 4l76369, manufacturing site: mezzovico, release to warehouse date: 17 may 2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: evaluation codes: part:sd480.100. Lot: 4l76369. Manufacturing site: mezzovico. Release to warehouse date: 17 may 2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Evaluation: this complaint has been logged by the cls organization as a logistical complaint (nc non-conformance (B)(4)) and further investigation was performed by gmed international customer service ics (non-conformance nc gmed). Investigation summary: on may 17th, 2019 the instruction was received from the local customer service dept. In the netherlands to allocate manually so 22687102 for trauma psi (patient specific implant) product code sd480.100. In the e-mail requesting the manual allocation, no additional information nor the lot number was specified/mentioned. As a result, the system jde 8.12 will allocate according to fe/fo rules: first expired - first out. As there was still an older trumatch cmf plate available in inventory (for the same customer) and based on the above rule, this plate was allocated to so 22687102. The ics only became aware that the wrong plate was shipped under so 22687102 until product complaint (B)(4) was issued. Complaint mentioned that the plate received for the surgery was the incorrect one. In order to assess the potential failure of the ics process, an nc was opened on september 27, 2019. The manual allocation activities for trumatch cmf have been transferred to the plan organization of synthes trauma, zuchwil - switzerland. The investigation revealed that the requestor did not communicate to the ics team the correct details/requirements for so 22687102 and there is no failure mode coming from the ics that contributed to this non conformance. No corrective action is therefore needed for international customer services, gmed diegem, as the order was allocated per the provided instructions. Based on the information available, it has been determined that no corrective and/or preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during a bimax procedure on (B)(6) 2019 to treat the tumor, the plate design of the patient specific matrix mandible plate did not match with the plate that was in the planning report. The plate was delivered to the hospital a day before the surgery. The surgeon mentioned that the plate looks more like for the other case with another patient. The reported plate was not use during the surgery. Instead, the surgeon used a regular dps matrix mandible plate that was bent manually in the operating room. The procedure was successfully completed with a forty (40) minutes surgical delay. Patient status is unknown. This report is for one (1)ti patient specific plate mandible/angle/2.5mm thick. This is report 1 of 1 for complaint (B)(4).